Manufacturer narrative:
Citation: bob-manuel t et al. Efficacy and safety of transcarotid transcatheter aortic valve replacement: a systematic review. Cardiovasc revasc med. 2019 dec 10. Pii: s1553-8389(19)30808-5. Doi: 10.1016/j.carrev.2019.12.012. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the efficacy and safety of transcarotid transcatheter aortic valve replacement (tavr). All data were collected from a meta-analysis review of 15 studies published between 2012 and 2019. The overall study population included 1,608 patients and was predominantly male with a mean age of 80 years. Of those, 406 were implanted with medtronic corevalve or evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, 182 deaths occurred between the tavr procedure and one-year post-implant. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, procedural valve-in-valve implantation, conversion to surgical aortic valve replacement, tamponade, valve embolization, myocardial infarction, life-threatening or major bleeding, major vascular complications, cerebral vascular accident, stroke, transient ischemic attack, and mild-moderate-severe aortic regurgitation/paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.